Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "white screen" was unable to be reproduced, but was confirmed through review of the event history log. Review of the history log shows an improper shutdown on (B)(4) 2014 which corresponds with the date the reported symptom occurred. The input/output printed circuit board (I/o pcb) will be replaced as it is a known contributor to the reported symptom.

Event description:
It was reported a spectrum pump's screen went white while infusion heparin (infusion parameters unk) to a patient in the burn/progressive care unit. It was also reported there was no patient injury.